Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. The visual inspection revealed the retaining knob of the device is broken off. Possibly the instrument got damaged during a mechanical overloading situation or it dropped to the floor. The device met fully to our specification at the time of distributing. No manufacturing related fault could be found the investigation determined this complaint to be invalid. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
The instrument broke during the operation. This is 1 of 1 report for this complaint (B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device manufacture date is reported as 11/24/2006. The manufacturing records were reviewed and no complaint related issues were found. Placeholder.